Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. The physician attempted explant utilizing pulling force technique, however, the lead pulled apart. The tip of the lead could not be extracted and was left in the patient. There were no additional adverse effects reported. This ra lead is no longer in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A 485 millimeter proximal portion of the lead was returned. The insulation was torn apart at this location. The tip segment including the tip anode ring was not received. Visual inspection further indicates insulation damages such as cuts and puncture holes and electro-cautery damages. The conductor coils have been stretched to the point of fracture. Product analysis confirmed that the lead was pulled to the point of fracture during the explant procedure and the tip segment was not returned. Infection could not be confirmed.